Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the reservoir leaked insulin from the second o ring. Customer's blood glucose was 230 mg/dl. The reservoir was in the third day of use. The customer stated there was not an air bubble in the reservoir. She agreed to return the reservoir for analysis.